Event description:
It was reported that the customer's blood glucose went up to 600mg/dl. The customer believed that insulin was not being delivered. During troubleshooting, no air or leaks were found in the tubing and insulin did exit the tubing during manual prime. Settings and history were found to be correct. A high pressure test was performed and passed. It was advised the insulin pump was working as designed. Customer was advised to change the entire set, reservoir and insulin. A reading of 46 mg/dl was mentioned, for which the customer treated, but it was unclear whether this was in regards to a sensor reading or a blood glucose measurement. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.